Event description:
It was reported that (1) ai326 was used during a lap chole procedure. It was reported by the affiliate that the clip would not feed into jaw properly. Opened another device to complete the case. There was no adverse outcome.